Manufacturer narrative:
The technician isolated the issue to a broken ground pin inside the power cord plug. The technician replaced the power cord to repair the bed.

Event description:
Information received indicates the bed will not pass the electrical ground test.